Event description:
It was reported that on the same day as implant the shock impedance was high and out of range at 161 ohms during induction. 65 joules was unsuccessful, but 80 joules was successful at conversion. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were noted to be in a good position and the patient's stature was observed to be obese. At first it was thought there was air around the device because only the first plane was sutured. However after completing the sutures, the shock impedance was still 161 ohms with a 10 joule shock. The field representative indicated to the physician that the impedance measurement was too high, however the physician determined that they were unlikely to get a better position and decided to leave the system were it was initially implanted. The field representative indicated that at the next follow-up further x-rays of the patient's profile will likely be taken. Boston scientific technical services (ts) reviewed the data and noted the limited view of the frontal x-ray showed possibility of heart mass not being covered by the electrode position. They suggested obtaining full chest ap and lateral views. A stored untreated event from seven days post implant showed t-wave oversensing from reduced amplitude r-waves. The patient was scheduled for additional x-rays, and reprogramming to a different sensing vector occurred. Minutes after reprogramming to secondary vector, the patient received two inappropriate shocks. It was noted that the patient takes a rare antiarrhythmic medicine that was not available at the hospital and that facilitated the slow ventricular tachycardia (vt) which were double counted. Therapy was programmed off in the s-ICD and the patient was hospitalized to the intensive care unit (ICU). Ts was consulted and found additional untreated episodes due to t-wave oversensing and variable morphology. Ts discussed that since all three vectors showed oversensing, the patient appears to be at higher risk of oversensing. In combination of the stable rates at 160 bpm identified during untreated episodes it may be pointing to the situation that the vt is below 170 bpm, which is below the sensing floor for the s-ICD and it cannot treat. Ts suggested further review and clinical evaluation. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that on the same day as implant the shock impedance was high and out of range at 161 ohms during induction. 65 joules was unsuccessful, but 80 joules was successful at conversion. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were noted to be in a good position and the patient's stature was observed to be obese. At first it was thought there was air around the device because only the first plane was sutured. However after completing the sutures, the shock impedance was still 161 ohms with a 10 joule shock. The field representative indicated to the physician that the impedance measurement was too high, however the physician determined that they were unlikely to get a better position and decided to leave the system were it was initially implanted. The field representative indicated that at the next follow-up further x-rays of the patient's profile will likely be taken. Boston scientific technical services (ts) reviewed the data and noted the limited view of the frontal x-ray showed possibility of heart mass not being covered by the electrode position. They suggested obtaining full chest ap and lateral views. A stored untreated event from seven days post implant showed t-wave oversensing from reduced amplitude r-waves. The patient was scheduled for additional x-rays, and reprogramming to a different sensing vector occurred. Minutes after reprogramming to secondary vector, the patient received two inappropriate shocks. It was noted that the patient takes a rare antiarrhythmic medicine that was not available at the hospital and that facilitated the slow ventricular tachycardia (vt) which were double counted. Therapy was programmed off in the s-ICD and the patient was hospitalized to the intensive care unit (ICU). Ts was consulted and found additional untreated episodes due to t-wave oversensing and variable morphology. Ts discussed that since all three vectors showed oversensing, the patient appears to be at higher risk of oversensing. In combination of the stable rates at 160 bpm identified during untreated episodes it may be pointing to the situation that the vt is below 170 bpm, which is below the sensing floor for the s-ICD and it cannot treat. Ts suggested further review and clinical evaluation. The s-ICD and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted. It was noted that the patient will be re-implanted at a later date with a transvenous implantable cardioverter defibrillator (ICD) system. The products are not expected to be sent back, as they were kept by the hospital. It was noted the physician did not feel there were any issues in regards to the performance of the device or electrode. However, that the inappropriate shocks were due to the double counting of wide qrs during ventricular tachycardia (vt) and they were not able to correct the vt with ablation.